Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.

Event description:
Pt implanted with 2-level prodisc c at c5-c6 and c6-c7 approximately (B)(6) 2010. At 6 months postop, pt complained of continued pain. F/u x-rays showed that both discs were tilted to one side. One disc angled in one direction and the other disc angled in another direction. Reportedly, pdc was originally implanted by another surgeon and was properly placed. Pt was revised to a fusion on (B)(6) 2011. This is the 1st of 2 reports submitted on this event.